Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ECG electrodes) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a damage ECG a&b cable. The cable was cut, damaging the red (-5v) wire. The root cause for the damaged cable was physical abuse. No adverse event resulted from the cut cable.

Event description:
A zoll distributor returned electrode belt sn (B)(4) and reported that the electrode belt ECG electrodes were not functional.